Manufacturer narrative:
Product analysis: the programmer stylus and cursor were found to be misaligned. The fan was found to be noisy. All found defective parts were replaced and all other identified issues were resolved. The hard drive was reconfigured, the software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned without accompanying information, and subsequently tested out-of-specification. There was no patient involvement.